Event description:
The facility reported an infusion pump with a no alarm condition. The event was reported to have occurred during a bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filled upon completion of the evaluation, or if any additional details become available.